Event description:
It was reported by the sales rep, that, according to the physician, at the conclusion of a stereotactic breast biopsy procedure, an 11g biopsy site marker was placed. A piece of the marker broke off and remains in pt.

Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: the device was not returned for investigation. Therefore, neither a comprehensive investigation, nor a definitive conclusion could be performed regarding this specific event. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk when attempting to remove the applicator shaft through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing.